Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) from a hemodialysis (hd) clinic reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the blood leak occurred one minute after the start of treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers and in the hansen hose. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alert. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the machine was removed from service for evaluation. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine that failed to alarm was evaluated by the facility¿s biomedical technician (biomed). The biomed did a preventive maintenance (pm) check on the machine, and it passed all testing. The biomed recalibrated the machine and it was put back in service.

Manufacturer narrative:
Plant investigation: an engineering and risk-based evaluation of the event was performed. The primary risk control measures in the machine are minor and major blood leak alarms. The minor blood leak and major blood leak alarms trigger an audible and visual alarm, and the major blood leak alarm also triggers a stop to the blood pump and a clamp applied to the venous return line, which stops blood circuit flow and ultrafiltration. A secondary risk control is the alarms test, included in the 2008t machine operational manual as a pre-treatment machine setup test to be conducted by the user prior to patient treatment. The instructions provide multiple methods to perform the self-test, which confirms functionality of multiple alarms, relevant for this investigation, it specifically includes a verification that the blood leak alarm sensor is operating. In addition, the device history record (DHR) was reviewed and specific tests during test & calibration, final test, the alarm override function was operating correctly and the self-test check was operating correctly. The design controls, design verification, and individual machine testing conducted by both fresenius and the clinic show no evidence that the machine failed to perform as intended. Based on the engineering and risk-based evaluation of the events reported within the complaint(s), it has been concluded no device malfunction, nonconformance, or systemic quality issue was identified. The 2008t machine/system was concluded to be performing as designed with respect to blood leaks into the dialysate not triggering the blood leak alarms, major or minor.

Event description:
A registered nurse (rn) from a hemodialysis (hd) clinic reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the blood leak occurred one minute after the start of treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers and in the hansen hose. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alert. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the machine was removed from service for evaluation. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine that failed to alarm was evaluated by the facility¿s biomedical technician (biomed). The biomed did a preventive maintenance (pm) check on the machine, and it passed all testing. The biomed recalibrated the machine and it was put back in service.

Event description:
A registered nurse (rn) from a hemodialysis (hd) clinic reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the blood leak occurred one minute after the start of treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers and in the hansen hose. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alert. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the machine was removed from service for evaluation. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine that failed to alarm was evaluated by the facility¿s biomedical technician (biomed). The biomed did a preventive maintenance (pm) check on the machine, and it passed all testing. The biomed recalibrated the machine and it was put back in service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius field service technician (fst). However, it was reported that the machine passed the post-event evaluation and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the reported failure mode. The reported issue could not be duplicated by the facilities biomed.